Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
Note: this report pertains to one of two resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used for esophageal stent fixation for stent placement for stricture in the esophagus during an upper endoscopy procedure performed on (B)(6) 2026. During the procedure, both clips were unable to close and deploy from the catheter. The procedure was completed with another device. There were no patient complications reported as a result of this event.